Event description:
Medtronic (covidien) received information that during treatment of an acute stroke in right internal carotid artery (tici0) by mechanical thrombectomy the target vessel was revascularized after two passes with the device (tici1). It was reported that during revascularization a thrombus migrated distally and collateral blood flow decreased (tici0). The patient has recovered and is doing well.

Manufacturer narrative:
(B)(6) 2015 - received the following information: a carotid cavernous sinus fistula was recognized during acute stroke mechanical thrombectomy procedure. The vessel was re-occluded and the carotid cavernous sinus fistula disappeared. The patient¿s condition was confirmed fine post treatment. In addition to the carotid cavernous sinus fistula, the patient developed the disturbance of consciousness and slurred speech during the initial treatment procedure. The patient had conservative medical treatment, and the patient's condition was confirmed fine. (B)(4).

Event description:
Medtronic received additional information that there was worsening of nih stroke scale from 15 (prior to intervention) to 19 (post intervention) was due to the primary disease.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. The lot number was not provided. Attempts to obtain the lot number were unsuccessful.